Event description:
It is reported that the peg broke during normal use during surgery.

Manufacturer narrative:
(B) (4). Eval summary: the provisional half-block was returned, and the posterior peg has been fractured. Provisionals can become damaged through normal use and should be replaced when necessary. The manufacture dates indicate a potential field age or approximately 8.5 years, however, the number of uses during this span cannot be definitively determined. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. The instrument meets print specifications.